Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any abnormalities such as blockage encountered approximately 800 millimeters (mm) from the terminal end which is likely due to the interaction between the lumen and a coated guidewire. Laboratory analysis did identify any lead characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully placed. Additional information received indicates that the lead was attempted due to placement difficulty. The lead is available for evaluation.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was successfully placed.